Event description:
At original surgery, the glenosphere was not fully seated. Surgeon found out on post-op xray but chose to leave it. In (B)(6) 2013, the glenosphere broke off metaglene. Patient was revised. Surgeon burred out remaining threads from metaglene and implanted a new glenosphere. The humeral cup suffered poly wear as the result of the glenosphere breaking off. Update: medwatch is being sent for glenosphere. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Patient x-rays were provided and reviewed. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not conclusively identity the root cause of the fractured device; however, provided information suggests surgeon technique is likely a contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.